Event description:
The facility had reported an infusion pump with a failure code 812:02. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury. Additional contact info was requested but no additional contact was identified.